Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge even after inspecting cartridge o-ring and pneumatic tap area and attempting to follow on-screen instructions. There was no adverse impact to the customer¿s blood glucose level. Customer worked with support to clean pump area, attempt loading a new cartridge, and then fill and load another cartridge, but error recurred, so pump was replaced, with storage and return instructions provided and customer declining to share information about backup insulin therapy.